Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was not vibrating. The customer's blood glucose (bg) level was below 55 mg/dl. Reportedly, the customer had administered long acting insulin while disconnected from the pump and resumed insulin via the pump while the long acting insulin was still active in the customer's body. The customer consumed a juice box to stabilize bgs. Reportedly, the customer would continue to use the pump for therapy.